Event description:
It was reported that the device was used during a laparoscopic hysterectomy, heard an abnormally sounding crunch, the device had cut and stapled on the specimen side, but the staples were poorly formed and did not occlude the vessels on the patient side. There was no reported patient consequence, as endo clips were readily available to complete the case.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.